Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, broken reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, missing reservoir tube o-ring and cracked case reservoir tube window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had high blood glucose. Customer's blood glucose value was 20 mmol/l at the time of the incident. Customer will not return device for analysis.